Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No audio anomaly was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was also received with some cosmetic damage.

Event description:
Customer reported the insulin pump went dead and he changed the battery and it's not responding. Customer reported the device turned on but none of the batteries were responding. Customer's blood glucose was unknown. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.